Manufacturer narrative:
Conclusion: based on the received information, damage to the conductive link possibly related to device mobility appears likely. However to determine an exact root cause for the suspected damage, a device investigation would be necessary. The device is still implanted. A re-implantation is planned but no date has been scheduled at this time, thus the device is not available for investigation. This is a final report.

Event description:
The patient suddenly lost access to sound. A re-implantation is planned but no date has been scheduled at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suddenly lost access to sound. A re-implantation is planned but no date has been scheduled yet.